Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had a year and a half remaining longevity six months ago but recently showed two and a half years. Boston scientific technical services (ts) then discussed to have regular follow ups and explained how the battery calculator constantly updates longevity amounts with battery calculations. As of this time, the pacemaker remains in service. No adverse patient effects were reported.